Manufacturer narrative:
Correction: evaluation summary: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by medtronic. The bottom of the front panel was also found cracked and one of its side panels was broken. An additional failure was found during the investigation. Error codes 190, 191, 192, 193, and 194 were found in memory. The probable root cause could not be determined based on the information provided. The keyboard was replaced to address the condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit made noises and was involved in a patient burn. The location, degree and treatment of the burn were not provided.